Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: during a procedure: the dhs/dcs wrench is jammed on the lag screw upon insertion and the handle could not be removed without removing the whole thing. It was reported the patient suffered no adverse effects. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device history records are not available as device is older than 15 years. The device has been returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the dhs/dcs wrench is in a very used condition. There are scratches and dents all over. The markings at the forefront of the device are partially not readable anymore. The flat surfaces in the bore, which are used to insert the lag screw, are rounded. And there are two opposite deformations at the tip visible in an offset angle from the flat surface. Also we found that this device is older than 15 years. Based on these findings we assume that normal wear and tear over the years caused the complained malfunction. Due to the rounded flats in the bore the lag screw had too much play and by this the screw can cant. The deformations at the forefront of the wrench could also have played a certain role. Based on the appearance of the deformations we suppose that they were caused by a very little inserted lag screw. Device was used for treatment, not diagnosis.